Event description:
A pt that had sustained a sub trochanteric fracture was referred to a trauma specialist because the tfn the pt was implanted with was causing pain. The surgeon revised the tfn to a blade plate.

Manufacturer narrative:
Device was not returned to synthes, therefore, investigation could not be performed. No part number and lot number provided, therefore, device history record review could not be performed.